Manufacturer narrative:
Results and conclusion: based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. The involved device was returned & evaluated by qa at the manufacturing facility. Only the sheath was returned for evaluation. An assessment of the return sample was conducted, and the reported issue was confirmed. Both the inner and outer layers of the sheath were noted to be completely separated at the proximal end of the sheath. The edges of the separated area are jagged and appear stretched. The exposed inner coil was noted to be stretched inspection and testing on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. There is no evidence that this event was related to a device defect or malfunction. Based on the available information provided by the uf and the investigation results, the reported issue was most consistent with having been stretched to the point of separating both the inner and outer layers in two locations. Although a definitive root cause cannot be determined with the information provided, it cannot be ruled out that the device may have become snagged on a calcification, scar tissue, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the sheath had pulled apart following a procedure. Follow-up communications with the user facility confirmed: peripheral intervention followed by left heart cath procedure was being conducted when the event occurred; the sheath had been redirected into the aorta to perform the heart cath; the sheath was being removed over a 0.035" j wire; the separation occurred outside the body; no medical intervention was required; the original procedure was completed; and the patient's condition was reported as "good".